Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead had exhibited shocking impedance measurements greater than 125 ohms. The lead also exhibited a gradual increase in pacing impedances from 1,200 to 1,700 ohms. Isometrics were performed and some noise was produced. The patient underwent a revision procedure and the rv lead was extracted. No additional adverse patient effects were reported.